Event description:
It was reported that impedance testing was performed and the impedances were low. The contacts 0 and 8 had an impedance reading of less than 150. No patient symptoms were reported. Additional information received stated that the patient was doing fine and there were no other malfunctions noted.

Manufacturer narrative:
(B)(4).